Manufacturer narrative:
Section a1 of the initial medwatch report was blank. Section a1 of the initial medwatch report should indicate: none

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that a quik-combo therapy cable was connected. The biomedical engineer was able to duplicate the issue using multiple cables, none of which were being recognized by the device. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that a quik-combo therapy cable was connected. The biomedical engineer was able to duplicate the issue using multiple cables, none of which were being recognized by the device. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the therapy connector assembly and made sure that all internal connections were properly seated to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that a quik-combo therapy cable was connected. The biomedical engineer was able to duplicate the issue using multiple cables, none of which were being recognized by the device. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.